Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of a sudden increase in scrotal volume and a loss of pressure in the cylinders, mainly the left one, during sexual activity. Imaging revealed that the left cylinder had collapsed, with some gas bubbles inside, possibly indicating a continuity solution at the collection level with the base component of the penis. Diffuse liquid edema was observed at the penile body level. The reservoir was collapsed, and the pump contained hydroaerial content, surrounded by a large amount of liquid in the midline of the scrotal sac. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of a sudden increase in scrotal volume and a loss of pressure in the cylinders, mainly the left one, during sexual activity. Imaging revealed that the left cylinder had collapsed, with some gas bubbles inside, possibly indicating a continuity solution at the collection level with the base component of the penis. Diffuse liquid edema was observed at the penile body level. The reservoir was collapsed, and the pump contained hydroaerial content, surrounded by a large amount of liquid in the midline of the scrotal sac. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the middle of the cylinder. The second cylinder had a hole in the outer tube, broken fabric threads, and a hole in the inner tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The second cylinder had wear at fold in the middle of the cylinder. Outer sleeve was detached at proximal end from wear. Leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder had a leak from krt wear in the proximal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump krt were worn to the filament. The pump passed the leakage test. Functional test revealed that the pump failed valve de-activate sate test. The reservoir was microscopically inspected, and leak tested. The reservoir passed visual inspection. No damage or abnormalities were found. The reservoir passed leakage test. The rtes were visually inspected. The rtes passed the visual inspection. No damage or abnormalities were found. Based on the information available and analysis results, the reason for the hole/perforation and fluid leak was most likely determined to be the hole/leak in the second cylinder from krt wear from the functional test performed. The allegation of mechanical issue was most likely due to the pump failure the valve de-activate state test. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4).